Manufacturer narrative:
Investigation evaluation: the report that the clip will not release is confirmed. The clip was received in the open position. Upon closing the clip there was significant resistance required for closing. Upon attempting the re-open the clip, the clip detached from the deployment catheter. This indicates that the clip was in a partially deployed state as received. A close visual inspection of the distal end components of the clip revealed that the coil catheter had collapsed. The coil catheter is one of the components responsible for holding the clip in place until it is deployed. Once this component collapsed, there was insufficient remaining movement in the device handle to completely deploy the clip. The investigation into the collapse of the coil catheter is currently ongoing. Once additional information is received, a follow up report will be generated. The device history record for lot number received with the product, lot w3627867, was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we cannot adequately determine a root cause at this time because the investigation is still in process. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record returned with the device confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook instinct endoscopic hemoclip. The device would not release [from the catheter]. It would not reopen. It had to be pulled off [of the tissue].

Manufacturer narrative:
Investigation evaluation: the report that the clip will not release is confirmed. The clip was received in the open position. Upon closing the clip there was significant resistance required for closing the clip. Upon attempting to re-open the clip, the clip detached from the deployment catheter. This indicated that clip was in a partially deployed state as received. A close visual inspection of the distal end components of the clip revealed that the coil catheter had collapsed. The coil catheter is one of the components responsible for holding the clip in place until it is deployed. Once this component collapsed, there was insufficient remaining movement in the device handle to completely deploy the clip. The coil catheter component is responsible in part for attaching the clip to the deployment catheter until the clip is ready to be deployed. In this case, the coil catheter collapsed instead of allowing the clip to be deployed. In an effort to verify the coil catheter met its dimensional requirements, measurements of the wall thickness was taken in two areas in the vicinity of the collapse. These measurements indicated a thickness above the minimum wall thickness. There are no abnormalities observed with the coil catheter. As a result, there is no indication that the coil catheter component is out of specification. As a design requirement, the force to deploy the clip measured at the distal end of the deployment catheter should not exceed a certain specified pound-force. Therefore, the maximum compressive force exerted on the coil catheter is also less than that same specified pound force. In instances where the clip is difficult to deploy (such as an excessive amount of tissue or tissue that is hard or rigid), a force greater that the specified pound-force can be exerted during an attempt to deploy the clip and therefore be applied to the coil catheter. In such cases, the coil catheter may collapse, especially if the clip is being deployed in an angled position. The device history record for lot number provided was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The coil catheter may collapse in instances where the clip is difficult to deploy (such as an excessive amount of tissue or tissue that is hard or rigid) and a force greater than the specified pound-force is exerted on the coil catheter. The intended use of this device states that this device is used for endoscopic clip placement within the gastrointestinal tract, for the purpose of endoscopic marking, hemostasis for mucosal/submucosal defects less than 3 cm in the upper gi tract, bleeding ulcers, arteries less than 2 mm, and polyps less than 1.5 cm in diameter in the gi tract. The device is not intended for repair of gi tract luminal perforations. The instructions for use also state that clipping hard or severely fibrotic lesions to achieve hemostasis may be more difficult. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record returned with the device confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Investigation evaluation: the report that the clip will not release is confirmed. The clip was received in the open position. Upon closing the clip there was significant resistance required for closing the clip. Upon attempting to re-open the clip, the clip detached from the deployment catheter. This indicated that clip was in a partially deployed state as received. A close visual inspection of the distal end components of the clip revealed that the coil catheter had collapsed. The coil catheter is one of the components responsible for holding the clip in place until it is deployed. Once this component collapsed, there was insufficient remaining movement in the device handle to completely deploy the clip. The coil catheter component is responsible in part for attaching the clip to the deployment catheter until the clip is ready to be deployed. In this case, the coil catheter collapsed instead of allowing the clip to be deployed. In an effort to verify the coil catheter met its dimensional requirements, measurements of the wall thickness was taken in two areas in the vicinity of the collapse. These measurements indicated a thickness above the minimum wall thickness. There are no abnormalities observed with the coil catheter. As a result, there is no indication that the coil catheter component is out of specification. As a design requirement, the force to deploy the clip measured at the distal end of the deployment catheter should not exceed a certain specified pound-force. Therefore, the maximum compressive force exerted on the coil catheter is also less than that same specified pound force. In instances where the clip is difficult to deploy (such as an excessive amount of tissue or tissue that is hard or rigid), a force greater that the specified pound-force can be exerted during an attempt to deploy the clip and therefore be applied to the coil catheter. In such cases, the coil catheter may collapse, especially if the clip is being deployed in an angled position. The device history record for lot number provided was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The coil catheter may collapse in instances where the clip is difficult to deploy (such as an excessive amount of tissue or tissue that is hard or rigid) and a force greater than the specified pound-force is exerted on the coil catheter. The intended use of this device states that this device is used for endoscopic clip placement within the gastrointestinal tract, for the purpose of endoscopic marking, hemostasis for mucosal/submucosal defects less than 3 cm in the upper gi tract, bleeding ulcers, arteries less than 2 mm, and polyps less than 1.5 cm in diameter in the gi tract. The device is not intended for repair of gi tract luminal perforations. The instructions for use also state that clipping hard or severely fibrotic lesions to achieve hemostasis may be more difficult. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record returned with the device confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.